Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon was able to squeeze the handle, but the device could not be fired. In addition, the jaws could not be opened while holding the firing handle.